Manufacturer narrative:
Correct data: the fragments were found in the incision during the follow up post-op visit ((B)(6) 2016) and they were removed. This information was known at the time the initial report was submitted. (B)(4). Additional information: additional information was received and it was learnt the following patient outcome: (B)(6) 2016 pre-op = 0.3; on (B)(6) 2016 visual acuity (va) was reported as 0.7 sans correction (sc) 0.8. No va issues noted. On (B)(6) 2016 post-op = 1.0. The particles were removed without complications with the forceps and using anaesthetic drops. No patient issues and no loss of visual acuity. Also the following fields were updated: date of birth: (B)(6) 1951, sex/gender: female. Date of event: (B)(6) 2016. If implanted, give date: (B)(6) 2016. Concomitant medical products: cartridge 1mtec30, lot unknown. Device evaluation: the intraocular lens (iol) was not returned at the manufacturing site; therefore product testing could not be performed and the customer's reported complaint could not be verified and the reported particles were not returned for evaluation. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search revealed that no additional complaints for this order number have been received. Labeling review: the directions for use (dfu) were reviewed. The directions for use (dfu) adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(6). If explanted, give date: not applicable as there is no indication that the lens was explanted. (B)(6). This report is being filed on an international device; tecnis optiblue 1-piece iol, that has a similar device, tecnis 1-piece iol model zcb00 which is distributed in the united states under PMA (B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that two fragments (particles) were found into the eye of a female patient during the implantation of an intraocular lens (iol). No further information was provided.